Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information that a site's vertek arm will not tighten. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.